Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency left side capsular contracture baker grade ii, rupture discovered via ultrasound. Device has been explanted.